Event description:
Received information that pump has stopped all insulin delivery. The contact reported that the pump likely did get wet prior tot he malfunction error. The customer's blood glucose level was high at the time of reported.

Manufacturer narrative:
The product has been received for evaluation. However, the evaluation is not yet complete. A follow up report will be filed.